Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the water filter not replaced was due to the user¿s misuse since replacement of the water was not correctly implemented. The event can be detected/prevented by following the instructions for use which state: ¿ instructions, operation manual for oer-6 chapter 7 ¿routine maintenance¿ section 7.3 ¿replacing the water filter ((B)(6))¿. The replacement frequency of the water filter was recommended in the instruction manual to be at least once in two months periodically as a guide.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the gastrointestinal videoscope was reprocessed with a different procedure other than what was listed in the instructions for use, it was noted that water was abnormally leaking from the filter installation port when replacing the oer-6 water filter and that the water filter had not been replaced since it was delivered (the water filter was scheduled to be replaced (B)(6) 2023). There were no reports of patient harm and no health hazards. Related patient identifier:(B)(6).